Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the plastic sleeve broke at the tip in the patient. All parts could be removed. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9821 apollo batch 2303138 was evaluated visually via images. Functional testing was not performed as the device was a contamination hazard. Based on the image provided from the field, it is noted that the tip of the device shows signs of overheating/burning. Also, damage to the electrode face and ceramic portion of the tip is visible. Consequently, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to use error caused by prying/leveraging of the device against bone/bony tissue.